Event description:
It was reported that the patient no longer had the pump because ¿it got plugged up and stuff and they removed it¿. Specifics regarding reason for removal of the pump were not reported. The drug delivered by the implantable system was not reported.

Manufacturer narrative:
Concomitant medical products: product ID 8700a, lot# j10820r09, implanted: (B)(6) 2001. Product type: catheter. (B)(4).